Event description:
The customer reported that the jaws could not be re-opened during a sigmoid colectomy, mobilization of splenic flexure and diverting loop ileostomy. The site contact did not provide info as to whether the jaws were applied to tissue or not when they could not be re-opened. There was no patient injury. Add¿l questions have been asked to the site contact regarding the incident and device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.